Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Could not remove plastic part of applicator until eight hours later [foreign body in reproductive tract]. Pain- vagina [vulvovaginal pain]. Removing applicator, plastic part that covers tampon remains inside [device deployment issue]. Case description: consumer sent e-mail stating when she removed the applicator after inserting a tampon, the plastic part that covers the tampon remained inside. She could not remove it until returning home 8 hours later. No serious injury was reported.